Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was alarming without a message on the screen and the buttons were unresponsive. Customer reported that battery replacement did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with a constant flashing display and audio alarm at the medtronic logo, anomaly isolated to electrical board. Unable to confirm unresponsive keypad/button error alarm due to constant flashing display at the medtronic logo. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to constant flashing display at the medtronic logo. No blank display noted.